Event description:
It was reported that the pt was implanted an unk mmc cup in 2009. The pt developed an adverse reaction to metal debris and was revised on (B)(6) 2015. Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2009).

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. Possible causes for the reported event according to dfmea: metallosis, due to loosening ti particles: possible, as no product was received. Third body wear, metallosis, due to loosening ha particles which do not resolve: possible, as no product was received. Increased wear, metallosis, due to deformation of the cup due to bad bone conditions, surgeon did not recognize that reduced press-fit was necessary. Possible, as no product and surgical reports were received. Pmma wear, ti-wear, 3rd body wear, corrosion, loosening, due to cup implanted with bone cement (misuse). Possible, as neither product, x-rays and surgical report were received. Increased wear, due to loose ha particles which did not reabsorb. Possible, as no product was received. Increased wear, due to scratching the cup articulation surface during implantation. Possible, as no product and surgical reports were received. Excessive wear, due to incompatible clearance and materials between the misused counterparts, possible, as neither product, x-rays and surgical report were received. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
Additional information received on july 30, 2015. It was reported that the patient received a right tha at trauma hospital in 2009 with mmc / ml-taper. In 2015, the patient developed an adverse reaction to metal debris. Fluids in the joint and trochanteric area were found. The patient was therefore revised.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional inf become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).

Manufacturer narrative:
The devices has been returned for investigation and the investigation results have been updated. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient was implanted a zimmer mmc cup and developed an adverse reaction to metal debris. A revision surgery was performed on (B)(6) 2015. Device analysis: visual examination: the mmc cup shows damage most likely from the revision surgery, e.g. Coarse scratches on the articulation surface and damage of the coating. On the anchoring side there are several areas where pieces of the titanium vacuum plasma spray coating are chipped off along the equator. Some small areas with remains of bone attachments are also visible. On the articulation surface, numerous fine and some coarser scratches are recognizable. A closer examination of the surface with a low power microscope with up to 40x magnification (B)(4) revealed partially smeared metal along the circumference of the spherical calotte¿s bevel. In the area of the ref no. Marking fine parallel scratches directed towards the bevel can be seen under certain light conditions. The metasul ldh head shows a rainbow colored line probably formed by organic smear. There is also a darker colored area recognizable on the pole. Further fine and coarser scratches as well as dots are visible on the articulation surface. The surface was inspected under the microscope (nikon epiphot, eq-ID 151662) at 200-times magnification with differential interference contrast (dic). In the loaded area scratches are visible. In the unloaded area the original surface state with the slightly protruding carbides is still recognizable. Close to the rainbow colored line a borderline between loaded and unloaded area could be detected. In the as-received state the head adapter was still assembled in the head taper. For further investigation the parts were disassembled using the adapter extractor. The surface of the head taper shows one minute area with signs of corrosion matching to a similar area on the outer surface of the head adapter. On the inner surface of the head adapter surface changes due to fretting corrosion were found. Longitudinal marks and a rather dot-shaped mark can be observed on the contact area. Wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total, linear wear value results in approximately 10.4 m for the head which results in a yearly wear rate of approximately 1.7 m for the head. The wear map of the cup does not indicate a specific wear zone therefore it is not possible to determine a wear value. But the measured diameter of the cup is still within the manufacturing tolerances. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found [1]. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing. Rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120. Conclusion summary: as indicated in the received information, the revision was performed due to an adverse reaction on metal debris. There is no further clinical information at hand. The mmc cup has some areas with remains of bone attachments on the anchoring surface. There are several areas where pieces of the titanium vacuum plasma spray coating are chipped off along the equator. This probably occurred during revision surgery. Also the coarse scratches and smeared metal seen on the articulation surfaces of head and cup can probably be attributed to the revision surgery. Otherwise both articulation surfaces do not show conspicuous features. The measured wear value for the head can to be considered low compared to the literature [1]. For the cup a wear value could not be determined. However, the measured diameter of the cup is still within the manufacturing tolerances. Signs of fretting corrosion and marks could be found on the inner surface of the head adapter. The reason for these phenomena remains unknown. Due to the above mentioned information it can only be assumed that the symptoms leading to the revision surgery could possibly be attributed to the phenomena seen on the inner surface of the head adapter. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).